Event description:
Aspect medical systems, inc. Mfrs an eeg bis anesthesia monitoring device. On june 23, 2000, an aspect medical systems inc. Field clinician became aware of the following incident involving the device: the aspect a2000 monitor was placed on top of an anesthesia machine in the or. The monitor was not mounted according to the installation instructions nor was it secured. The pt in the or was induced and then the monitor fell from the anesthesia machine, prior to surgery, injuring the pt's forehead. The pt received 2 stitches along the hairline as a result of this injury. The surgery proceeded without further interruption. The monitor was used and performed in accordance with its specifications.